Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that with their current device it did the same thing, the stimulation was felt in their butt cheek and was painful. They stated they were on program 2 and they had shock and pain, they stated when they went to program 3 at 4.6 the pain stopped. It was noted the patient had an appointment scheduled with their healthcare provider on (B)(6) 2019. No further complications were reported or anticipated.